Manufacturer narrative:
Follow-up #1: date of submission: 04/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2017 with the following findings: reboots are observed in the black box. No damage found to battery cap or battery compartment. The battery cap was able to attach securely to pump. Pump powers on normal with no alarms. The pump was exercised for 24 hrs with no power issues occurring. Battery cap contact height and width were found to be within specifications. The pump opened and no damage found to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.